Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jun-10, regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use were unknown. It was reported that the healthcare provider (hcp) told the reporter that they had patients whose pumps didn't provide as much medication when they were near their refill date. It was noted that they also did not get relief from their spasms at that point. The event date was unknown and no further information was available. No further complications were reported or anticipated.